Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, there was a post op hemorrhage. The patient had undergone a colectomy (date unknown). After this surgery, bleeding occurred. The surgeon had to perform another surgery and identified the origin of the bleeding as the mesenteric artery (sutured during the colectomy by a cartridge). Bleeding of the staple line after using a cartridge occurred several times after this case. One reload was discarded.